Event description:
It was reported this balloon ruptured at an unknown pressure during a superior vena cava dilatation procedure. An inflation gauge to adequately monitor balloon pressure was not utilized. Slight resistance was encountered during withdrawal of the balloon catheter through the subclavian vein and through the introducer sheath. Following withdrawal of the balloon through the introducer sheath, it was discovered the balloon material had detached in the pt. The lesion had been dilated 20% and the procedure was completed at that time. Attempts to locate the balloon material via a chest x-ray, computed axial tomography (cat scan) and an echocardiogram were unsuccessful. The pt remains asymptomatic. At this time, the device has been retained by the user facility. Therefore, a failure analysis is not available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Follow up indicated the balloon was inflated without the benefit of an inflation gauge. It was also indicated slight resistance was encountered during withdrawal of the balloon catheter from the pt as well as through the introducer sheath. Co believes these factors may have contributed to this event. However, without evaluating the device co is unable to determine the cause of this event at this time. Directions for use state: "it is essential that a pressure gauge (medi-tech catalog number 15-103 or its equivalent) be used to monitor pressure within the balloon to determine that adequate dilating force is applied while not exceeding the maximum limits of the product... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... If resistance is felt when removing a guidewire through a catheter or if resistance is felt when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."